Manufacturer narrative:
Examination of returned used device item 60-5274-132 found the tip detached from the laparoscopic electrode with eschar-resistant coating. Examination was performed per print 7073-02, stealth 32cm lhook lap elec, n.5. Root cause cannot be determined, however, based upon photographs and IFU; a possible cause of this event could be that the item was not inspected for damage prior to use. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132 laparoscopic electrode with eschar-resistant coating was being used on 11sep24 and ¿the tip of the electrode fell off. During a total hysterectomy, when changing from laparoscopy to open surgery, the doctor found that the l-hook electrode tip was resting on the patient's abdomen while lowering the used device into a filthy field(fell outside the body cavity).¿ the procedure was completed with an alternate same device. There was no impact or injury for the patient or user. The 60-6010-002 multifunction instrument system pistol grip handle will be listed as a concomitant device and there was no allegation against it. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132 laparoscopic electrode with eschar-resistant coating was being used on (B)(6) 2024 and ¿the tip of the electrode fell off. During a total hysterectomy, when changing from laparoscopy to open surgery, the doctor found that the l-hook electrode tip was resting on the patient's abdomen while lowering the used device into a filthy field (fell outside the body cavity).¿. The procedure was completed with an alternate same device. There was no impact or injury for the patient or user. The 60-6010-002 multifunction instrument system pistol grip handle will be listed as a concomitant device and there was no allegation against it. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.